Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly calcified moderately tortuous right coronary artery (rca). A 10 mm x 3.50 mm wolverine coronary cutting balloon monorail was used to dilate the lesion, and on the first inflation at 8 atmospheres, the balloon ruptured. The balloon was removed without patient complications and the patient status was good.